Manufacturer narrative:
(B)(4). Section g4: the rt268 infant dual-heated evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k103767. Section h11: fisher & paykel (f&p) healthcare is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in china reported via the nmpa reporting system that an mr290v autofeed humidification chamber, provided as a part of an rt268 infant evaqua2 breathing circuit was found leaking water before patient use. There was no patient involvement.